Manufacturer narrative:
Continued phone number e1: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side implant rupture and capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06mar2024. 05-may-2025.

Event description:
Physician reported intracapsular rupture and capsular contracture, baker grade ivi. Histological report from analysis of the explanted capsules showed results suggestive of "siliconoma (silicone granuloma), periprosthetic fibrous shell, mildly to moderately inflammatory, with focal dystrophic calcification and granulomatous reaction against silicone-like foreign material". The device has been explanted with a complete capsulectomy and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
The events of silicone migration and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported intracapsular rupture and capsular contracture, baker grade ivi. Histological report from analysis of the explanted capsules showed results suggestive of "siliconoma (silicone granuloma), periprosthetic fibrous shell, mildly to moderately inflammatory, with focal dystrophic calcification and granulomatous reaction against silicone-like foreign material". The device has been explanted with a complete capsulectomy and replaced with a non-allergan device. This relates to the left side.